Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a communication issue with the remote communicator, which displayed a red call doctor icon. Subsequent attempts to establish a connection were unsuccessful. The patient was advised to call technical services back for further troubleshooting. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.